Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the suspected cause of the overdose was weight loss but exact cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (1250.0 mcg/ml at 380.1 mcg/day), bupivacaine (30.0 mg/ml at 9.123 mg/day) and compounded baclofen (150.0 mcg/ml at 45.62 mcg/day) via an implanted pump. The indication for use was non-malignant pain and complex reg pain syndrome type 1. It was reported the patient contacted the clinic and reported lethargy, dizziness, and feeling "over-medicated" on (B)(6) 2017. The patient suspected these were secondary to weight loss. The clinical diagnosis was it medication side effects. The it rate was decreased at the previous visit to avoid side effects, as the patient believed the dose could be too high now that they had lost weight. It was indicated the event was related to the device or therapy, not related to the implant procedure, and related to the drugs hydromorphone, bupivacaine, and baclofen due to a decreased dose. The patient's pump was reprogrammed, on (B)(6) 2017, and the it rate was decreased at the scheduled pump refill. The issue was unresolved at the time of study exit/ death/ study closure. It was indicated that the patient exited the study due to study exit. The patient's weight was (B)(6). No further complications were reported/anticipated.